Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok and contrast buttons were reportedly unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn and missing from the bottom to the ok button, and peeling from the top to the up arrow button. During testing, the ok and contrast buttons were unresponsive and the up and down arrow buttons were intermittently responsive. During investigation, evidence of contamination was found under all key contacts. The up and down key contacts were found to be misaligned and the keypad flex cable was damaged at the contrast key. Unrelated to the complaint, the display screen was found to be faded/discolored. A test screen was inserted and functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).